Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. Possible factors that may contribute to guide wire breaks/separations can be affected by numerous factors including, but not limited to, manufacturing, guide wire damage, guide wire re-insertions, handing/manipulation, tensile or torsional loads beyond its design limits, entanglement with other devices or anatomical conditions. Based on the limited information provides by the account, the investigation was unable to determine a conclusive cause for the reported break. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
Date of event, relevant tests/laboratory data, including dates: estimated date. The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a ht bmw universal ii guide wire broke. There were no reported adverse patient effects. No additional information was provided.